Event description:
It was reported that during a da vinci-assisted surgical procedure, the site experienced engagement failures with two different devices (30-degree endoscope and bipolar forceps instrument) on universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the roll axis engagement failures on usm 3 in the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site completed the procedure with three usms. Usm 3 was not disabled, but it was moved away from use. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product with an alleged issue to perform failure analysis. The usm was tested on an in-house system in normal mode and passed. The usm was tested on a functional test platform and passed. Error 22020 was confirmed in the log but not replicated during testing.